Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope and sheath assembly were kinked. No damage or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins, and no damage was found in the imaging core within the telescope and sheath section of the device. Microscope inspection showed that the guidewire exit port was damaged, and the distal section of the tip was damaged and partially detached. Impedance testing showed an electrical open at the proximal end of the catheter between 130 and 140 cm from the distal housing. Functional testing on the motor drive unit (mdu) and the ilab system showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. It was observed that the catheter flushed normally when the telescope was fully retracted and fully advanced. Due to the condition of the returned device, guidewire testing could not be performed.

Event description:
Reportable based on device analysis completed on 27 january 2026. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the distal section of the tip was damaged and partially detached.